Event description:
It was reported that the patient was seen in clinic for a routine device check. The pulse generator was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015. The patients condition was normal post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly, which likely contributed to the reported inability to interrogate the device.